Event description:
On (B)(6) 2010, patient reported her menu button is working intermittently. Patient stated she has had this concern for about a week. Patient reported the issue is getting progressively worse. Patient stated she had to push the menu button 5 times before it changed the screen on the infusion device. Patient reported the button will pop back up and make a clicking noise but nothing is coming on the screen. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.